Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products with associated mdrs: 1225714-2014-02739, 1225714-2014-02740, 1225714-2014-02741 and 1225714-2014-02742.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.